Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.